Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson the devices 30 psi occlusion values were adjusted from 307 to 305. The 8 psi occlusion values were also adjusted from 395 to 375. A hex file was requested and the 30 psi occlusion failure and 8 psi occlusion failure were successfully resolved by recalibrating the 30psi and 8psi calibration values. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson the devices 30 psi occlusion values were adjusted from 307 to 305. The 8 psi occlusion values were also adjusted from 395 to 375. A hex file was requested and the 30 psi occlusion failure and 8 psi occlusion failure were successfully resolved by recalibrating the 30psi and 8psi calibration values. No patient involvement was reported.